Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported by a patient that the needle mechanism deployed prematurely before the pod was applied.

Manufacturer narrative:
The top drag mark on the commutator cap was feint on half the cap and pronounced on the other half. The top rotational sensor spring leaned out. An 0x40 alarm was sounded by the pod, indicating that the rotational sensor maximum open count was exceeded. The rotational sensor could not sustain consecutive open readings. Because there were never four consecutive open pulses, the ending of first prime was never triggered, causing the needle mechanism to deploy before second prime could start. A spring was found lodged under the pcb near the ratchet gear. The spring could only be moved once the pcb was removed. No springs were missing from the assembly. The loose spring was similar to a hook switch cup spring. It could not be determined if this affected the alignment of the ratchet gear, allowing for inconsistent contact between the rotational sensor springs and the commutator cap.